Event description:
In 2007, a universal driver was bent during a revision surgery that was performed as per patient request. Surgery was completed without any complications or injury to the patient.

Manufacturer narrative:
Investigation is pending.